Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leak in the groshong PICC was confirmed, and the cause appears to be related to use of the device. One 4 fr s/l groshong PICC was returned for investigation. The PICC revealed evidence of use. A suture wing was attached to the 4 fr catheter tubing 4.5cm distal to the strain relief sleeve. The stylet had been removed and the two-piece connector was attached to the tubing, but the locking wings on the two-piece connector exhibit deformation from being grasped with forceps or similar instrument. A functional test confirmed a leak in the groshong PICC. The leak originated from a non-linear split in the white strain relief oversleeve that is placed over the red connector. The split was in the circumferential direction and may have coincided with the distal end of the red connector. It appeared that the oversleeve and extension leg were pulled slightly from the red connector. Due to the evidence of use, the tear in the extension leg and oversleeve developed after placement. The damage may have been caused if the tubing was pushed against or stretched over the distal tip of the connector. A lot history review (lhr) is not possible as no manufacturing lot number was provided by the complainant.

Event description:
It was reported that damage on the connector oversleeve was found after 1 week of the placement.